Manufacturer narrative:
There was not enough sample remaining from the initial sample from (B)(6) 2017. A new sample from the patient was obtained on (B)(6) 2017 and submitted for investigation. The sample from (B)(6) 2017 was tested at the customer site on the e602 module and the tsh result was 2.36 uiu/ml, the ft4 ii result was 1.9 ng/dl and the ft3 iii result was 6.4 pg/ml. During investigation of the sample, the customer's tsh, ft4 ii and ft3 iii results were reproduced. The tsh results were within the reference range. From the sample obtained on (B)(6) 2017 and the discrepant tsh results: assays from different vendors can generate different values. This relates to the overall setup of the assays, the antibodies used and differences in reference materials and the standardization methodology used.

Manufacturer narrative:
A new sample was obtained from the patient on (B)(6) 2017 after the thyroid gland was removed and tested on the e602 module. The tsh result was 28.28 uiu/ml. The ft4 ii result was 0.79 ng/dl. The ft3 iii result was 4 pg/ml. The customer is wondering why the ft3 iii amd ft4 ii results decreased after removing the patient's thyroid gland. The customer thinks the results for these tests should still be high like they were initially since the high results were caused by an interference. The investigation stated that when interfering factors are detected, they remain in the blood stream of the patient for a long period of time. Since the thyroid gland was recently removed, the overall biology and biochemical pathway of the thyroid hormone has changed. This most likely resulted in changes to the concentration of both the bound and unbound t4 and t3 hormones and, as a consequence, the concentration of tsh. The combination of the interfering factor and the overall biochemical changes most likely caused the changes in the thyroid results from the sample measured after the thyroid gland was removed versus the thyroid results generated from a sample measured prior to removing the thyroid gland.

Manufacturer narrative:
Expiration date was updated. The e602 module serial number was (B)(4). Calibration and quality controls were acceptable. The tsh results from both methods were within the normal reference ranges for their respective assays. The ft4 ii and ft3 iii results from the roche method were above the reference range. The ft4 and ft3 results from the architect method were within the normal reference range for those assays. Since calibration and qc were acceptable, a general reagent issue can most likely be excluded. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned thyroid results for 1 patient tested on a cobas 8000 e 602 module. Based on the data provided, the results for elecsys tsh assay (tsh), elecsys ft3 iii (ft3 iii) and elecsys ft4 ii assay (ft4 ii) were erroneous when compared to an architect analyzer. The erroneous results were reported outside of the laboratory where the physician did not accept the results and requested repeat testing with the architect analyzer. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results and medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. Refer to the attached data for patient results. There was no allegation that an adverse event occurred. The e602 module serial number was not provided.